Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, difficulty was encountered during thumb advancer deployment and exchange sheath splitting could not be completed. The safety release was activated, retracting the locator wings, which released the device from the patient anatomy. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the device was fully clip deployed with the clip remaining on the distal end of the flex-guide. The distal tip of the exchange sheath was damaged from being stretched during thumb advancer deployment, striking the opened locator wings, and interfering with clip deployment. Although it was reported that the device was removed before clip deployment and completion of exchange sheath slitting, the investigation revealed the clip was fully deployed and exchange sheath splitting was completed. The damaged to the exchange sheath is consistent with the reported resistance encountered during thumb advancement. A possible cause for the exchange sheath stretching is a tight tissue tract. Instead of the clip delivery tubeset sliding easily within the exchange sheath tissue compression forces might cause the exchange sheath to drag along with the tubeset as it is distally advanced. Subsequently, the exchange sheath elongates which can cause interference with clip deployment. The instructions for use states under closure procedure, it is necessary to create a 5-7 mm skin incision at the exchange sheath site to accommodate the insertion of the clip delivery tube into the tissue tract. This should be done at the beginning of the procedure prior to the administration of anticoagulants and antiplatelet agents, if possible. Consider blunt dissection by single spread with a surgical instrument in the skin incision. Based on the evaluation findings, the probable root cause for the reported event is related to the operational context in which the device was used. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.